Manufacturer narrative:
Site representative was unable to reproduce the reported event when the system was tested in lab. No part replacement was needed. The system logs were reviewed by the software team and they were unable to pinpoint a software failure, however, they suspected that the site using an older version of the software and having not updated it might have caused the issue. No further issues were reported.

Event description:
A site representative reported that, while in a cranial biopsy procedure, the biopsy needle seemed to have tracking issues as it showed a trajectory error of 40mm. However, biopsy was successful on first try and a positive confirmation was received. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: correct UDI and manufacture date received.